Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with glucose tablets for low blood glucose level. The customer also reported other blood glucose values such as 139 mg/dl, 69 mg/dl, 66 mg/dl, 83 mg/dl, below 100 mg/dl. The customer stated that they assisted with troubleshooting for auto mode readiness. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Low blood glucose started on (B)(6) 2018. Most recent blood glucose level was 69 mg/dl and it did go down to 50 mg/dl. The customer was treated with glucose tablets for low blood glucose level. The customer also reported other blood glucose values such as 139 mg/dl, 66 mg/dl, 83 mg/dl, below 100 mg/dl. The customer stated that they assisted with troubleshooting for auto mode readiness. The insulin pump will not be returned for analysis.